Event description:
The following information is from brasseler USA (b-USA) to nakanishi regarding a device manufactured by nakanishi for b-USA. Event summary by b-USA: the prophy angle handpiece ls 1s burned the dentist's hand due to heated-up. Complaint review by b-USA: there were no prior complaints for the handpiece. Investigation by b-USA: there were no prior repairs for the subject handpiece. B-USA has not returned the subject unit to nakanishi (manufacturer) for evaluation. However, nakanishi has started the investigation.

Manufacturer narrative:
As an investigational approach, nakanishi inc, (B)(4) (manufacturer) examined the DHR for the device (ls 1s sn (B)(4)). Nakanishi confirmed that no problems had been found during the manufacturing and testing of the subject device.

Manufacturer narrative:
On october 14, 2016, nakanishi heard from the distributor that no additional information regarding the patient was available. The distributor does not have any information about the date when the event occurred.